Manufacturer narrative:
. A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria the two returned samples were visually inspected no obvious defect was found. The gray tip plunger was in the syringe barrel. No silicone oil was in the syringe barrel and the gray tip plunger. Both samples could aspirate properly. The viscous fluid control tubing set (vfc) tubing set was performed extraction test with the connection of the blue filters. The balance salt solution (bss) could be removed from the syringe barrel with the blue filter and the 25ga cannula. The root cause of the customer's complaint could not be established; the returned sample functioned per specifications. After an investigation of this complaint, it has been determined that this sample functioned per specifications. Therefore, no corrective action is required at this time. The manufacturer internal reference number is:(B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported the silicon oil could not be extracted with the viscous fluid control tubing set during a vitrectomy procedure. This occurred with three viscous fluid control tubing sets. The silicone oil was extracted with the fourth viscous fluid control tubing set and the procedure was completed and there was no harm to the patient.